Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was attempted to be implanted within the esophagus on (B)(6) 2013 during a esophageal stent placement procedure. During the procedure, the tip detached inside of the patient. The tip was successfully retrieved and a second wallflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient¿s condition was reported to be fine post procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of tip detached or separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.